Manufacturer narrative:
The system was examined. The reported event was confirmed and attributed to a non-conforming biometry probe. There was no problem found with the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 11, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The cause of the reported events can be attributed to non-conforming the biometry probe w/applicator. However, how that the biometry probe w/applicator became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the diagnostic system had fluctuating results and would not calibrate. The system was rebooted to perform the measurements. There was no harm to the patient.